Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. No response received from doctor. Is photo available of patient reaction/infection? Description of event, symptoms, manifestation of reaction /infection. "Drug treatment" was mentioned, please provide details. Was any surgical intervention performed? Was another form of wound closure provided after removing the prineo 2nd day post op? Were cultures performed? If so, please provide the results. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. Was the date of the procedure 25-may-2023? Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Was there a change in asceptic technique did they change or anything new were any pre-op cleansing procedures changed recently? If yes, please describe this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested, however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction/infection? Description of event, symptoms, manifestation of reaction /infection. "Drug treatment" was mentioned, please provide detailds. Was any surgical intervention performed? Was another form of wound closure provided after removing the prineo 2nd day post op? Were cultures performed? If so, please provide the results. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. What's the date of the procedure (B)(6) 2023? Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Was there a change in asceptic technique did they change or anything new were any pre-op cleansing procedures changed recently? If yes, please describe. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent breast surgery on (B)(6) 2023 and topical skin adhesive was used. Patient presented with allergy in the immediate postoperative period with hyperemia and secondary skin infection in the area where the patch was placed under drug treatment. Showing evolution and improvement after removing the glue (2 days of use). Additional information has been requested.